Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection of the lead showed deformations of the rv shock coil which occurred most likely during surgery. No further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. There was neither for the lead nor for the ICD any sign of a material or manufacturing problem.

Event description:
This lead was removed and replaced because there was noise on the sensing channel and the far field channel. After troubleshooting, the physician was unable to diagnose the issue so the device and rv lead were both removed. Should add¿l info be received, this file will be updated.